Event description:
6/12/01-while investigating a complaint of a csf leak reported by dr, he mentioned similar experiences of a colleague. The colleague was identified as another doctor. 6/21/01-a voicemail message was left with colleague's office regarding the alleged incident. A fax requesting additional information concerning the event was sent in follow-up on the same date. 6/26/01-colleague's office was contacted by phone and the company was informed that dr was on vacation. A second copy of the letter sent 6/21/01 was again faxed to the doctor. 7/5/01-telephone contact was again initiated with the doctor's office resulting in no additional information.